Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was around 240 mg/dl but their blood glucose was unknown at the time of the call. The customer experienced a no delivery alarm but did not want to return the reservoir for analysis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.